Event description:
It was reported that the patient presented with discomfort. Upon interrogation, it was observed that the left ventricular (lv) lead exhibited phrenic nerve stimulation and high capture thresholds. The lv lead was explanted and replaced. The patient was stable.